Manufacturer narrative:
Correction to h6 "medical device problem code" of the initial report, "2303 - microbial contamination of device" is being corrected to "4048 - failure to clean adequately".updated fields: h2, h3, h6, and h11.this report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation.the device was returned and evaluated on related MFR report # 03013.the subject device was returned for device investigation. The device evaluation found that the air/water cylinder, air/water tube and the jet tube had foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue.based on the results of the evaluation, the event may have occurred by difference of recognition between recommendation by olympus and the user facility on device handling and reprocessing steps.IFU states as follows:IFU (reprocessing manual) warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no microbes at all. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported having used the videoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
After receiving additional information from the user facility, it has been confirmed that the device had been used for an unspecified procedure on (B)(6) 2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional information provided by the user facility. This report is related to MFR# 03013. Olympus will continue to monitor field performance for this device.